Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with the replacement products.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 229 and 245 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 119 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer stated that he had dropped the meter on (B)(6) 2019. The customer declined to perform a back to back blood test. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/31/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).